Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. Date of event is an approximation. On the same day, it was reported that the patient was rushed to the hospital after getting low reading on the mobile device. The allegation against the device was not specified in this documentation. Around 03/01/2024, the patient inserted a new g7 sensor. Upon completing the warmup, the g7 mobile app gave him an alert at around 3:00 pm, saying that he had a cgm of about 40 mgdl. He did not take a fingerstick reading or did any calibrations. He then went to the kitchen to get some glucose tablets however on the way, he vomited and passed out. His wife found him unconscious and immediately called 911. When the paramedics arrived, they did a fingerstick which showed that he had a bg reading of about 40 mgdl. He could not recall what was the cgm reading at that time of the finger stick reading. The patient could not recall how long he was unconscious. But when he did gain consciousness, the paramedics gave him IV glucose and sweets to bring up his glucose. The patient was then brought by the paramedics to the hospital by the paramedics (cannot recall the time of arrival). The hospital staff then took a finger stick and it showed that he had a low reading (cannot recall the value). He could not remember what his cgm reading was when he arrived at the hospital. He could not also recall what medications/treatments were given at the hospital. He had to be confined because he had aspiration pneumonia due to some of the vomit going into his lungs. He could not recall how long he stayed at the hospital but he stayed there for more than 24 hours. He is feeling fine after his discharge and during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.